Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus and whole drawer failed. The customer stated that this malfunction occurred while dispensing the medication. As part of the investigation, it was determined that crossed continuity between adjacent copper strands caused thermal damage and impaired drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a, imdrf annex c, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of device not detected on bus, whole drawer failed was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse replaced both pcbs and the retractor band to resolve the issue of all cubies being offline, then verified proper operation in the application. During dchu visual inspection: p/n 353844-01: was observed with copper strands in contact with adjacent copper strands and associated thermal damage was detected. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, thermal damage, loose or missing components. P/n 151630-01: the part received showed no signs of physical damage, fluid ingress, thermal damage, loose or missing components. During dchu testing: p/n 353844-01: no dchu testing was required due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed successfully the dmm and hta testing without anomalies. P/n 151630-01: passed successfully the dmm and hta testing without anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue medstation es - broken drawer was determined to be due to crossed continuity between adjacent copper strands on the assy retractor dwr hh cubie (p/n 353844-01) which resulted on the observed thermal damage and ultimately compromised the drawer functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a drawer failure. The field service engineer (fse) found failure was due to hardware issues. Fse replaced both printed circuit boards (pcbs) and the retractor band to restore functionality. After replacement, proper operation was verified in the application. Functionality was confirmed through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus and whole drawer failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.